Event description:
We have received a product report involving a non-medtronic product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information. Patient reported a loss of therapy efficacy and return of pain. Impedances were checked on (B)(6) 2025 by a medtronic representative and high impedances (~25,000 ohms) were found on contacts 12, 13, and 14. The rep was able to reprogram around the contacts and restore adequate therapy to the pt's satisfaction. It was noted that it was believed the nevro leads may need to be replaced at some point, but at this time there is no plan to do anything since the pt has adequate therapy at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).